Event description:
It was reported, the flex video scope instrument channel tube port was detached. There were no reports of patient harm.

Manufacturer narrative:
E1 continued: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The actual product has not been returned to the shirakawa factory, and the detailed condition of the product could not be verified. Therefore, the root cause or the factor of the occurrence could not be identified based on the information obtained from the investigation results. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.